Event description:
Patient sustained grade iii acromioclavicular separation 02/11/94 of right shoulder and was admitted to hospital 2/24/94 for open reduction with screw fixation. Follow-u radiograhpic ap view of the right shoulder revealed breakage of screw. Patient was readmitted to hospital 4/6/94 for partial removal of screw. The tip of the screw was not removed and left in the corocoid process. Review of physician's clinical notes reveal the breakage of the screw may have been due to repetative stress.(patient also sustained a brachial lexus injury of the left shoulder, with horner's syndrome, at the time of injury.)